Event description:
It was reported that the implantable cardioverter defibrillator (ICD) measured high impedance and oversensing. The lead was reconnected and the measurement of the lead impedance was within acceptable values. A few days later, the ICD again measured high impedance. Trend data indicated that the patient alert had toned for out of tolerance lead impedance and noise was recorded. The ICD was removed and replaced. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned and analyzed. There were no anomalies found. It was noted that the grommet was damaged. (B)(4) we did receive performance data collected from the device and have analyzed the data. There were ventricular short interval count (v-sic) of 26.6 counts average per day, in 24.88 days, between (B)(6) 2012. There were two patient alerts for out of tolerance sub-threshold lead impedance on (B)(6) 2012. The weekly pace lead impedance trend data shows an abrupt increase for maximum right ventricular pacing of 992 to 11344 ohms peak between (B)(6) 2012.